Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low results for 3 patient samples tested for urea on a cobas 8000 c 702 module. Based on the data provided, the results for 2 patient samples were discrepant. Patient 1 initial urea result was 3.3 mmol/l. The sample was repeated twice with results of 6.3 mmol/l and 6.8 mmol/l. Patient 2 initial urea result was 11.1 mmol/l. The repeat result was 22.6 mmol/l. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The urea reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and readjusted the sample probe and checked the pressure sensor. Mechanical checks were completed with no issues; the module was operating within specification. The investigation was unable to find a definitive root cause. The customer has had no further issues since the service visit.